Manufacturer narrative:
Na.

Event description:
The nurse complained of discrepant inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 07:59 am the result from the coaguchek xs meter was 6.3 inr. At 08:15 am the result from the coaguchek xs meter was 7.5 inr using a new finger. At 08:17 am the result from the coaguchek xs meter was 7.2 inr using the same finger as the previous result. At 08:22 am the result from the coaguchek xs meter was 5.3 inr using the same finger as the previous result. The physician ordered a laboratory inr measurement but the result was not provided. There was no allegation of an adverse event and the patient's condition was "fair". There was no treatment or dosage change. The nurse was not sure if the qc check was seen. The patient was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, and no lupus. The patient has had no changes in diet, no illness, and no new medications. The patient's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 266839) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.